Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pocket c6 could not be recovered and failed to stay close. The customer stated that the malfunction occurred when user trying to issue medication to patient, the user was able to retrieve medication from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer was failed and it was not detected on bus. The field service engineer (fse) had arrived on site and identified that drawer 2.1, pocket c6, could not be recovered and was failing to remain closed. Upon inspection, the fse found the pocket broken open and manually removed it. Despite removal, further issues persisted during hardware testing whenever the drawer was fully extended. After removing the pocket, the fse thoroughly checked the drawer for any trash or debris, but none were found. Subsequent examination revealed that the retractor band at the back of the drawer had sustained damage¿the metal band had broken and cut into the wire. The fse successfully replaced the damaged retractor band and tested the drawer, confirming it passed all functionality tests. The pocket was then replaced without any additional issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 2.1 pocket c6 could not be recovered and failed to stay close. The customer stated that the malfunction occurred when user trying to issue medication to patient, the user was able to retrieve medication from pharmacy. There were no adverse events or injuries reported based on this event.